Event description:
Underdelivery reported. The pump was set to infuse an unspecified concentration of dobutamine at 7.5ml/hr over 8 hours. At the expected dose end time, the pt noted there was still approximately 1/4 of the total volume remaining in the container. The pt receives the dobutamine infusion twice weekly. The underdelivery did not cause any adverse pt effects. No additional info was available.